Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-01841.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet7 kit, penumbra system 3max reperfusion catheter (3maxc), and a penumbra system ace 68 kit. During the procedure, while attempting to advance a penumbra system jet7 reperfusion catheter (jet7) and a 3maxc over a guidewire and through a neuron max 6f 088 long sheath (neuron max), the hospital staff experienced difficulty advancing the 3maxc through the jet7; therefore, the jet7 and 3maxc were removed together. After removal, the jet7 was discovered to be kinked. The physician then opened another 3maxc and penumbra system ace 68 reperfusion catheter (ace68). The ace68 was noticed to be kinked upon removal from its packaging. The damage to the ace68 was found prior to use, and therefore, the ace68 was not used in the procedure. The procedure was completed using another ace68, the second 3maxc, guidewire, and same neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the returned jet7 was kinked at approximately at 15.0 cm from the hub. The device was ovalized at approximately 15.0 cm ¿ 25.0 cm from the hub. Conclusions: evaluation of the returned jet7 confirmed a kink. This kink was likely a result of forceful advancement against the resistance experienced during the procedure. Further evaluation revealed an ovalization distal to the kink. During functional testing, the ovalization on the jet7 was unable to advance into a demonstration neuron max. This indicates the ovalization occurred after the initial kink damage. If the jet7 was retracted at extreme angles from the parent device, damage such as an ovalization may occur. Evaluation of the returned ace68 confirmed a kink. If the device is manipulated at extreme angles during preparation for use, damage such as a kink may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01841.